Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with non-tuberculous mycobacteria (ntm, 25 cfu per 100ml) during pre-disinfection test. Post-disinfection results were less than 1 cfu per 100ml. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that the device is cleaned regularly according to the instruction for use. H2o2 check is performed daily and when the device is not used it is stored full of water and in this case h2o2 is anyway checked daily. The device is placed inside the operating room with the fan in the opposite position with respect to the operating field, at an estimate distance of six (6) feet between the surgery field and the device. Moreover, a disposable pall-aquasafe water filter with a 0.2 m membrane used for tap water and the 3t aerosol collection set is replaced after the allowed use period. No evident or systematic deviation from device instruction for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.